Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports a small open area to the left side of her stoma. She described it as bleeding during the wafer change. She is cleaning with mild soap and water; patting dry and applying the wafer. Instructed her in skin care and the crusting technique using sh powder and a protective skin barrier. She will sent samples of the same along with sh strips and eakin cohesive seals. Instructed to call back with any questions or concerns. She no longer had the box and could not provide the lot number.